Manufacturer narrative:
Device evaluation: device evaluation has not been completed. A follow up report will be submitted when the device evaluation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The coil tip of the occluding wire unraveled after use. The procedure was completed safely. There was no report of harm or injury to the patient.